Event description:
During placement of a gastrostomy tube, the physician selected a cook endoscopy peg 24 percutaneous endoscopic gastrostomy set-push. An incision less than 1 cm in length was made in the abdomen. The needle cannula was inserted through the incision. The wire guide was advanced through the needle cannula and into the stomach. An endoscope was placed through the pt's esophagus into the stomach. Forceps were advanced through the accessory channel of the endoscope and used to grasp the end of the wire guide. (This is performed so that the wire guide can be advanced through the esophagus and out of the pt's mouth. This is necessary for gastrostomy tube placement.) When the forceps grabbed the wire guide, a kink in the wire guide occurred. When attempting to pull the wire guide with the forceps, the wire guide began to unravel. Despite the unraveling, the endoscope, forceps and wire guide were advanced out of the pt's mouth, leaving the wire guide in place through both the pt's gastrostomy site and mouth. The unraveled end of the wire guide was now located external to the pt. The unraveled section of the wire guide was cut from the wire guide external to the pt. The gastrostomy tube was successfully advanced over the wire guide and into the stomach. Although the wire guide unraveled and was cut by the physician, the gastrostomy tube placement was successful. A foreign object did not have to be retrieved from the pt. No additional medical procedures were required due to this occurrence. The pt did not experience any adverse effects due to this observation.

Manufacturer narrative:
Evaluation: as part of our eval, the wire guide was returned to our approved wire guide supplier for eval. The supplier provided the following info: a portion of the outer coiled wire was confirmed missing as described in the initial report (i.e. Physician cut the unraveled section of the wire guide external to the pt so that tube placement could proceed). Separation of the outer coiled wire guide coating form the core wire at the distal end was confirmed. This separation allowed the outer coiled coating to elongate and unravel. The supplier indicated that a discrepancy related to manufacture of the wire guide was not observed. This wire guide was inspected 100% for kinks and bends prior to distribution. After a review of the device history record for the lot number said to be involved, we can report no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because none of the product from this lot remained in finished goods inventory. A review of the twelve month complaint history for this product family was conducted. Based on this review, the likelihood of this type of report is rare. Conclusions: due to a variety of clinical conditions such as pt anatomy or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. Kinks in the wire guide can occur if the forceps are severely tightened onto the wire guide. If the forceps and wire guide are pulled with the forceps in this position, this could contribute to the unraveling of the wire guide coating. The info provided indicated the incision made in the abdomen before advancing the wire guide was less than 1 cm in length. The instruction for use direct the user to make a 1cm long incision through the skin and subcutaneous tissue using the enclosed scalpel. The instructions for use caution the user that a smaller incision may contribute to resistance. If additional pressure was applied to the wire guide, perhaps in response to resistance, this could have contributed to the wire guide damage. Prior to distribution, all peg 24 percutaneous endoscopic gastrostomy sets are subjected to a visual inspection for device integrity. A review of the device history record confirmed that this lot met mfg requirements prior to shipment. Corrective actions: no corrective action warranted at this time because this occurrence may be related to procedural factors (i.e. The incision in the abdomen was less than 1cm, which is against the instructions for use). The complaint risk priority number (crpn) for this type of occurrence has been calculated based on the rate of occurrence and severity of the outcome. Based on this report, no further action is warranted at this time. The likelihood of this type of occurrence is rare. Customer quality assurance will continue to monitor for complaint trends.